Event description:
Per complaint (B)(4), a dental implant was fractured 21 months after its placement. The locator abutment also broke. The fractured component was removed and the implant was explanted three weeks after the fracture was discovered. No adverse patient consequences were reported.